Manufacturer narrative:
Concomitant products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that there was uncomfortable and overstimulation. When his back was sore and he twisted and popped his back, he felt ¿electrocution¿ for a while. This happened occasionally when he had turned his back while doing heavy work. Now that he was retired, it did not happen as often. There was change in stimulation related to positional movement. The patient also had knee pain. He had a knee surgery on (B)(6) 2014 for the issue. He had knee braces and got a ¿lubrication shot¿ 5 times once a week per year, which had helped. It was noted that it was unrelated to the implant. The patient¿s history includes lumbar radiculopathy, spinal pain, and he had diabetes. He was a mechanic and was (B)(6). About two weeks later the consumer reported that he dealt with very chronic pain. He had had neck and lower back surgery, and before the back surgery had gone to the chiropractor since he was 20. The back doctor said he had scoliosis. The patient remembered seeing an x-ray of his front to back. The stimulator and pain pills were like a cake mix and he learned what worked the best. He had the stimulator turned up very high and it did shock him but the pain pi lls tamed the shock down. If he did not have the stimulator and pain pills his lower back would feel like someone had hit him with a hammer or baseball bat and his left toes felt like they were run over by a steam roller and looked like a picture of christ nailed to the cross, and that was what the top of his left foot would feel like. The patient contacted the manufacturer because he was interested in shooting handguns and reloading like he did 25-30 years ago. The patient went to the gun range and shot his snubnose 38 special and next day 9 mm automatic, and he knew he could not shoot big handguns because it make the shock become unbearable. It was not the stimulator¿s fault because there was a reason why he was (B)(6). ¿your grandfather may of been a good water skier but he can¿t do that now.¿ the patient was trying and asking the doctor¿s office because he did not always know what he could or could not do, ¿part of getting older.¿ if he wanted to go to a gun range, 22 was all he could handle, ¿and yes a 22 is all your 5 or 6 year old son can handle with adult supervision.¿ the patient read online about a duck hunter with a ¿fibulator¿ that wanted to know if he could still shoot his 12 gauge shot gun. There was nothing negative about his stimulator as it made the pain less so that he could live, but he had limitations. The patient had not shot for 30 years and did not want to hurt himself. The patient was learning what he could and could not do due to the stimulator and surgeries.